Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump¿s display flashing white. The customer¿s blood glucose level was 89 mg/dl. The customer was assisted with troubleshooting. Customer stated that they had an accident getting out of the car and hit the pavement with the insulin pump getting all the damage and the screen was hit. Customer stated that the display was solid white. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated that they remove the battery and insert battery alarm did not display on the pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, the lcd screen itself is cracked. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.